Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was unable to charge or power on a monitor.